Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (hydromorphone) (20mg/ml) and at a current dosage of "1mg" via an implantable infusion pump for the treatment of non-malignant pain, chronic low back pain and spinal pain. It was reported that the pump had not been working and there was no pain relief. The patient was on 10mg and the hcp decreased dosage to 1mg while patient felt no difference. Pump study was performed and there was no cerebrospinal fluid (csf) flow from cap. The rotor moved normally. There was no environmental/external/patient factors that may have led or contributed to the issue. Event date was (B)(6) 2018. Catheter replacement was planned but had not been scheduled yet. The issue was not resolved and patient status was alive with no injury at the time of the report. No further complication was reported.